Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. On (B)(6) 2017, the patient saw red blisters and on (B)(6) 2017, removed the sensor. After sensor removal, the patient's skin was red and blistered. Patient went to see the doctor on (B)(6) 2017 and the doctor prescribed triamcinolone. The affected area was treated with the prescribed triamcinolone. At the time of contact, the patient was much better. No additional patient information is available. No product or data were returned for evaluation. The complaint reported event of skin reaction could not be confirmed. A root cause could not be determined.